Manufacturer narrative:
Voluntary medwatch MDR report #: mw5147268.

Event description:
Voluntary medwatch form received notes that a patient presented for a system revision due to an infection. The atrial lead was explanted. There were no additional adverse patient effects reported.